Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that acute thrombosis of the sheath occurred during a catheterization of the anterior tibial artery via the femoral artery. The physician used a 6 fr flexor sheath in conjunction with a kt 4fr a cxi and an 0.14 guide wire. The physician confirmed that a heparin injection has been administered. Soon after removing all the devices except the sheath a colonization of clots had been found along the artery and in the flexor. Attempts at aspiration of the clots was unsuccessful, the flexor was exchanged for another sheath and the same situation continued. A short 6fr sheath was then introduced and the clots were aspirated. A product complaint was also raised for the heparin used in the case. There were no adverse effects to the patient associated with the event.